Event description:
A distributor in france reported an issue with a pump on november 26, 2025. During a system check on december 10, 2025, the pump was connected, successfully loaded with a cartridge, and a 5-unit bolus was administered without triggering any alerts or alarms, although drips were observed at the end of the cartridge tubing. It was discovered that the pump's push rod was damaged, prompting the decision to replace the pump. No information was available regarding the impact on the customer¿s blood glucose level. Additionally, arrangements were made for the device's return, and a replacement pump was provided.